Manufacturer narrative:
Device was received with the lower cutting edge basket broken free and missing. The break is an uneven shear indicating side loading forces being applied. Device was either extremely dull or filed by a third party at the time of break. Much added force would be necessary to cut with a device in either of these conditions.

Event description:
The punch jaw broke during the surgery and a small piece remained in the joint. The issue happened at the end of the surgery. For the moment no additional surgery is planned.